Manufacturer narrative:
A manufacturing evaluation was completed: it was determined that the swage was insufficient for proper function. With minimum force, the collar can be pulled from the adapter. After the swage was performed, it is most likely that a functional check of the collar after the swage operation was not performed for this assembly. A review of the swaging work instruction was performed and it was found to be adequate and laid out the proper procedure of how to swage along with what to check after swage which includes a check to ensure the collar cannot come apart from the adapter. A review of all inspection criteria was performed and the feature of the component that gets swaged was inspected. The root cause was determined to be an insufficient swage on the adapter collar. A review of the most current swaging work instruction was found to be up to date and provided adequate information on how to perform the swage operation as well as how to check the assembly after the swage operation has been performed. A product investigation was completed: relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The returned device has been returned previous on october 28, 2015 and february 23, 2016, each time for calibration. The previous service history is not related to the observed complaint condition of falls apart. No device history review was performed as a valid service history existed for the past three years. It was determined by the supplier that the complaint condition is likely the result of an inadequate swage operation. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. A service history of the past three years for part number 03.632.204 with lot number(s) 9885389-23 has been reviewed. The customer called in a service request for this item on (B)(6) 2016 and reported the device has a broken sleeve. The item was previously returned for service on (B)(6) 2015, (B)(6) 2016, and the device passed testing. The previous service conditions of passed testing are not relevant to the current complained issue of the device having a broken sleeve. The manufacture date of this item is (B)(6) 2015. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A service and repair evaluation were performed: the customer reported the sleeve was broken. The repair technician reported the coupler came apart. Coupler damaged is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that synthes evaluation equipment failed inspection because the sleeve broke, no surgical infomation available. There is one device for this complaint. This report is 1 of 1 for (B)(4).